Event description:
During a code the hospital staff attempted to charge the defibrillator and the unit allegedly shut off. During the code, the unit was being used on battery power for an unreported period of time before it lost power. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. The pt had experienced a massive pulmonary emboli and the reporter said that defibrillation therapy would not have saved the pt.